Event description:
Reported events of "change in visual acuity of +0.1 logmar from baseline (about a 33% decrease) in unknown eyes; 1491 eyes required reoperation (majority of reoperations were trabeculectomy or glaucoma drainage device implantations); hyphema in 25 eyes; corneal edema in 13 eyes; iridocyclitis in 7 eyes; vitreous hemorrhage in 11 eyes (no retinal detachments were noted); choroidal hemorrhage in 4 eyes; endophthalmitis in 6 eyes; macular edema in 7 eyes" were noted in the article: effectiveness of microinvasive glaucoma surgery in the united states: intelligent research in sight registry analysis 2013-2019. Ophthalmology. (B)(6) 2022; epub ahead of print.

Manufacturer narrative:
(B)(4). Article citation: yang sa, ciociola ec, mitchell w, hall n, lorch ac, miller jw, friedman ds, boland mv, elze t, zebardast n; iris® registry analytic center consortium. Effectiveness of microinvasive glaucoma surgery in the united states: intelligent research in sight registry analysis 2013-2019. Ophthalmology. 2022 oct 29:s0161-6420(22)00853-3. Doi: 10.1016/j.ophtha.2022.10.021. Epub ahead of print. Pmid: 36522820. Multiple requests for further information have been made. Allergan has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.